Manufacturer narrative:
Continued additional e1 email address: (B)(4). Continued e1 additional (fax number): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare provider reported a right side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3., h.6. Device evaluation. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage. Additional observations: wear abrasion observed on the device. Crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a right side deflation. Device has been explanted.

Event description:
Device has been explanted.